Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer leaked a small amount of diluent mixed with blood. The leak was contained within the instrument. The operator was wearing a lab coat, gloves, and eye protection at the time of the occurrence. There was no report of injury or exposure, and no one sought medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results or treatment. The field service engineer (fse) found small leak in tubing from diff shear valve. The fse replaced leaking tubing and rebuilt shear valve to repair leak. The service activity performed was verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).